Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix of the lead was observed to be stuck and bent to one side. Dried blood/body fluid was also noted in the mechanism. It is not known if such observations involving the helix caused or contributed to the reported clinical observations or were induced in the field during the explant procedure.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged causing the patient to receive an inappropriate shock. Surgical intervention was performed and during the procedure, the helix was observed to not retract properly. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.